Manufacturer narrative:
Exact date unknown, event occurred in approximately for the last six months.

Event description:
It was reported that the patient had trouble charging the ipg. The patient underwent an ipg replacement procedure and doing well post operatively. The explanted device will not be return as per hospital policy.